Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the incoming inspection member at the distributors office found a protrusion on the sterile package due to impact of the stem during distribution. No adverse events have been reported as a result of the malfunction as there was no patient involvement.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.